Event description:
It was reported that the patient went to the ER after receiving a shock. Interrogation of the device revealed the patient received inappropriate atp therapy due to noise. Hv therapy was programmed off. Patient condition is fine. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.